Event description:
It was reported that a patient initiated therapy before connecting to the set-up. The event was reported during the dwell one of four of peritoneal dialysis therapy while the patient was connected. During troubleshooting, the patient reported pressing go to start therapy before they connected to the patient line. The technical service representative assisted the patient in ending therapy and reviewed proper procedures. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was not connected when therapy was initiated. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.